Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image issue was due to a low voltage differential signal printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device inspection that it was observed during device inspection that light source had no image. There were no reports of patient involvement.